Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e2, e3.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1( event site telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was showing battery needs maintenance, charge is slow. Not showing green light.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) the battery needs maintenance, charging slow, and the battery indicator is not working. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.